Event description:
Case date 2/7/15. Product code 826631 x 2, codman microsensor. Lots ctfcd9 x 1 and ctdbmh x 1. Both will be sent back for urgent analysis. It is alleged that following the correct process of p-0, recording the reference number and proceeding to implant the microsensor they started to experience an unusually reading. First everything looked fine at a reading of 9 and then it started to drop to turn negative over a period of approx. 30 seconds and eventually reached -99. They went to re zero the microsensor a further 2 times and again the same thing happened. The microsensor was discarded and a new one was opened. Following this they changed the icp box, transducer cable and icp cable. They then went to implant a new microsensor and followed all the standard protocols. Once implanted and as they were about to suture the microsensor to anchor it again they experienced a drop in readings. I was present for the second attempted implantation. 7/7/15 per sales rep: the complaint reports that the second microsensor exhibited a drop in readings. Was this sensor replaced with another or was it removed and monitoring discontinued? It was removed and monitoring was discontinued. Also: was there a delay in surgery over 30 minutes? I don¿t believe so as the icp implantation was the surgery. Were there any adverse consequences to the patient? No monitoring for icp was present.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.